Manufacturer narrative:
Findings: the unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Replace battery alert while monitoring and power error detected alarms were triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly corroded battery tube.

Event description:
The customer reported via phone call that their insulin pump had recurring power error detected alarm. The customer¿s blood glucose was 191 mg/dl. Troubleshooting was performed for power error detected alarm and the customer states the power error detected recurred within a week of troubleshooting previous occurrence. Advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.